Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to swap the battery. The pse explained to the customer that a low battery could cause the problem. The customer was advised that if it is not the battery, then replace the power switch overlay or the user interface (ui) printed circuit board (pcb) in the display. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator turns on by itself. The ventilator was not in use on a patient at the time of the event occurred.